Manufacturer narrative:
(B)(4). Conclusions: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the pt underwent a sling procedure to treat stress urinary incontinence on (B)(6) 2003. The pt experienced pain, erosion of her internal body tissue and other injuries following the procedure. The pt has undergone multiple surgeries and revisionary procedures. No additional info was provided.

Manufacturer narrative:
Date sent to FDA: 12/4/2019.